Manufacturer narrative:
During a laparoscopic cholecystectomy, surgical procedure, the m/l-10 clip applier malfunctioned and clip cartridge could not be loaded properly. The anesthesia time and length of surgical procedure time was extended by five (5) minutes. There was no harm to the patient. The device was returned with physical damage to the bar feeder. The clip push may have prevented from moving forward, and the handle may have been forced forward to release the clip. This movement might have caused bar feeder to bend and causing the device to have a mechanical jam. This complaint was confirmed.

Event description:
During a laparoscopic cholecystectomy, surgical procedure, the m/l-10 clip applier malfunctioned and clip cartridge could not be loaded properly. The anesthesia time and length of surgical procedure time was extended by five (5) minutes. There was no harm to the patient.